Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an arcr, the outer healicoil anchor could not be inserted into the bone hole and could not be fixed, the insertion site was prepared with an awl. The procedure was competed with a competitor device. There was a 15-minute delay. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was not returned with original packaging and the device does have debris on it. The proximal body, distal tip and anchor plug are detached from device and are missing. The rim of the inner shaft is dented. No other physical damage is visible to the device. A functional evaluation of the returned device found that device is not working order. The torque limiter nob is not working as intended, the torque limiter nob just spins freely. Device failed functional assessments, device did not function as per manufacture spec. A complaint history review concluded this was an isolated event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate it was determined the device contributed to the reported event the complaint was confirmed and the root cause associated with an unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended or inappropriate or excessive force to the device please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.